Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was intermittently sensing intrinsic atrial events. The reported unusual behavior was observed on a recorded egm during an in-clinic visit. Due to the patient's history of atrial arrhythmias, the physician elected not to change anything. The patient was doing well, and will continue to be monitored.